Event description:
It was reported that the pump touch screen was dim, making the screen difficult to see. There was no reported adverse impact to customer. The customer declined further follow up from tandem technical support. No additional information was provided.